Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of high blood results. The customer's wife is calling on behalf of the customer because he has noticed about yesterday ((B)(6) 2015) that his blood sugar is high than he normally receives due to the customer receiving a result of 506mg/dl. He has given himself too much insulin and had gone to the hosp. The customer states that the meter is reading higher than the hospital's meter. I advised the customer that it is not suggested to compare hand held meters against meters but should be compared to the laboratory results. Reviewed testing technique with the customer. Customer using capillary blood sample. Asked the customer to perform a back to back blood test: the customer is at work and is unable to perform a blood test. The customer tests five to seven times a day due to being on the sliding scale. The customer states that his normal result is about 150 mg/dl fasting and two hours after meals.